Event description:
The field engineer reported that data was lost on the system due to a software issue. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sram (random access memory) was replaced. The system was then found to be operating as intended.